Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a day after implant, the right ventricular (rv) lead had diminished rwave amplitudes and an increased pacing threshold due to dislodgement from rv septum to rv apex. The lead was disconnected from the generator and repositioned in the right ventricular mid-septum. The lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the product surveillance registry study.